Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a white flashing screen and beeping. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was dropped on the floor that could have led to the event. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
After battery installation the device gave an unexpected flashing white and black display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to display anomaly.